Event description:
The patient was admitted to the hospital with syncopal episodes. The pacemaker check during the follow-up examination had been unremarkable. No exit block could be provoked in the ventricle. In the further course of the hospital stay, the patient was syncopal once more due to pacing loss. The revision did not find anything unusual. The physician decided to exchange the entire system.